Event description:
The customer received a blood glucose reading of 94mg/dl on the contour meter, re-tested on the contour next ez meter and the reading was 194mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. Product is not expected to be returned.